Event description:
A neurology office in (B)(4) reported that they had a vns pt that had died. Good faith attempts are being made to attain additional details. Their cause of death and relationship to their vns therapy. The pt has been buried and it is unk if their vns products were explanted at the time of death.